Event description:
It was reported that the patient's system was explanted due to infection. Patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Correction: date of birth was previously reported as (B)(6) 1974 but was incorrect. The correct date of birth is (B)(6) 1947.